Event description:
It was reported upon removal a portion of the catheter became separated. The physician noted that resistance was met. An x-ray confirmed a portion of the catheter was in the epidural space. As a result, a neuro-surgeon was consulted and the portion will remain in the patient.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.